Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis from (B)(6) 2021 to (B)(6) 2021. Blood glucose reading was around 320 mg/dl at time of reported event. Customer treated high blood glucose with insulin drip. It was reported that customer had a seizure. Customer was unable to troubleshoot. The insulin pump will not be returned for analysis.